Event description:
During ventilation spo2 decreased to 78%. The transport ventilator was checked and found to be off/not functioning. After switching the device off/on again, it was functional and spo2 raised to 98%.

Manufacturer narrative:
The event reportedly happened during an inner clinical transport when the oxylog 2000 was running on battery supply. The device was available for investigation at manufacture site. The oxylog 2000 was found in a well-kept, good and clean condition, external as well as internal. The battery which was found in the device was rather new (replaced in (B)(4) 2010). Leaking testing and self test were always performed without problems in both of the airmix modes and in battery mode. The device was also tested during a long term run, alternating between mains supply and battery mode. The device has shown no failure. Alarms which were intentionally effectuated were always reliable generated. It was concluded that the oxylog 2000 was found to meet the specification. No possible explanation for the reported event could be identified.